Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas while the sensor remained connected to the dexcom mobile app; the agent instructed the user to turn off the phone¿s bluetooth, after which the dexcom g7 connected to the ilet, indicating an intermittent communication issue consistent with an interoperability problem and involving wireless components such as the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure associated with electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.